Event description:
On 05/26/2023, hcp reported that a patient who had molded pdo threads implanted on (B)(6) 2022, mentioned threads snapped days after treatment. On july 18th, 2023, hcp confirmed to have removed pdo threads from both sides of the patient's face in (B)(6) of the current year. According to the health care provider, the threads gathered at the bottom of the cheeks toward the mouth and chin. The patient experienced an occasional twinging sensation but is currently fine.